Manufacturer narrative:
Despite multiple attempts, no additional details were provided from the field about this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was suspected to be prematurely depleting as its battery longevity had decreased drastically after an unrelated ablation procedure. At this time no changes have been made and the device remains in service. No adverse patient effects were reported.